Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. D4: batch # x95r6v. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b5lt device was received with no damage in the external components. In addition, a piece of the deep cone was returned inside of a plastic bag along with the instrument. The device was disassembled in order to evaluate the condition of the deep cone and the damage was confirmed; in addition, the deep cone was observed to have a mark which suggest that a pointy instrument was inserted through the trocar with excessive force per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Manufacturer narrative:
(B)(4). Batch #: unk. This is an analysis of a photo submitted to ethicon for review: during the visual analysis the following was observed: the photo shows a device b5lt and an unknown foreign matter inside a plastic container. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the appendectomy procedure, the surgeon inserted the stryker camera into the ethicon xcel optiview trocar. After inserting the camera, the surgeon notice something (debris) directly beneath the trocar. Surgeon review chart and patient had no prior surgeries on record. The surgeon was concerned of foreign object and placed it into a specimen cup for further analysis. The surgeon wants an analysis done to see if something broke off the device or if this foreign object came from another source. The surgery was delayed by ten minutes. The procedure was completed successfully. Fragments were generated and were removed without additional intervention. There were no patient consequences.